Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response button defective) was investigated. As received, the response buttons were unable to activate the monitor. Upon evaluation, the rear response button cable was damaged. The cause of the inability to activate the monitor is the damaged cable. The root cause of the damaged cable cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient was unable to activate the monitor using the response buttons.